Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer had an issue twice in the past week where the insulin pump had carbs that were not recorded correctly. Caller stated that one time, it gave the customer insulin and the other time it did not. Caller stated that one time the carbs showed 147 carbs, which yesterday was between 3-4 pm. Customer's insulin to carb ratio is 8 and she actually received 8.7 units. Caller stated that her calculation showed the customer would have gotten 18.0 units with the 147 carbs. Customer's blood glucose was 95 mg/dl at the time of the incident. Caller stated that she will call back as customer is in with the doctor.